Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one week post-implant the right ventricular (rv) lead triggered a lead integrity alert (lia) due to p-wave oversensing (pwos). The rv lead was reprogrammed to have therapies turned off at that time and the patient was connected to defibrillation pads/telemetry. The next day, the device pocket was opened and fluoroscopy was used to visualize the rv lead. It was noted that the small right ventricle size due to cardiomyopathy and the rv lead being placed in a low septal position had contributed to the rv lead being slightly across the tricuspid valve annulus and also contributed to the pwos and lia. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that approximately one week post-implant the right ventricular (rv) lead triggered a lead integrity alert (lia) due to p-wave oversensing (pwos). The rv lead was reprogrammed to have therapies turned off at that time and the patient was connected to defibrillation pads/telemetry. The next day, the device pocket was opened and fluoroscopy was used to visualize the rv lead. It was noted that the small right ventricle size and the rv lead being placed in a low septal position had contributed to the rv lead being slightly across the tricuspid valve annulus and also contributed to the pwos and lia. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.